Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy resulting in urinary incontinence. The physician found no device issues after explant. A new artificial urinary sphincter was implanted. No further patient complications were reported.